Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was kinked approximately 66.5, 69.0, and 71.0 cm from the hub. The outer diameter (od) of the ace68 was measured and found to be within specification. Conclusion: evaluation of the returned device revealed that the ace68 was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully handled during advancement, damage such as this may occur. The od of the ace68 was measured and found to be within specification. The ace68 was advanced through the returned non-penumbra sheath with slight resistance; however, the beyond the distal kinked region in the ace68 could not be advanced through. These kinks likely contributed to the inability to advance the ace68 during the procedure. A demonstration ace68 was advanced through the non-penumbra sheath without an issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the ace68 was unable to advance more than 20 cm into a non-penumbra sheath, therefore, the ace68 was removed. The procedure was completed using a new catheter and a new sheath. There was no report of an adverse effect to the patient.